Event description:
A 5 year old female patient with a neurological condition, feeding intolerance underwent PICC line placement in the arm for tpn on (B)(6) 2013. As of (B)(6) 2014, the line split, discussed with cook rep regarding the possibility of repairing the device. New PICC line was inserted to replace the split one. No part of the device remained inside the patient. The adverse effect to the patient reported was that they were unable to administer tpn for 36 hours.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.